Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Correction: d9 and d10. The device was returned for inspection and the customer's allegation was not confirmed. The definitive root cause could not be identified. In addition, the following reportable malfunctions were identified during the device evaluation: the rigid tube was dented. Based on the results of the investigation, it is likely that a component failure led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited e226 endoscope communication error occurred and the video image suddenly disappeared. The issue occurred during sedation (device inside patient) of a therapeutic procedure that was completed with the same device. There were no reports of patient harm.